Event description:
According to the available information the jj detaches itself from the pusher and correction is not possible. No reported harm to the user.

Manufacturer narrative:
B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9778288. Documentary investigation was performed and no anomaly was recorded during manufacturing process. On august we received one sealed sample. The kit received was tested. The outer diameter of the inner tube of the pusher as well as the inner diameter of the stent were measured, because this dimensional can have an impact about the issue described in this complaint. The pusher was conformed to our specification but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentioned: nc-009530: "jj biosoft out of specification": this non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on biosoft product, defect: functionality / disconnect from october 2020 to october 2024, 22 similar cases were found.

Event description:
According to the available information the jj detaches itself from the pusher and correction is not possible. No reported harm to the user.